Event description:
Phlebotomist reported that pt's blood specimen overflowed/leaked from the top of the blood collection tube as she was removing tube from the vacutainer needle holder (from pt's arm).